Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of fentanyl for non-malignant pain. The hcp reported the pt had onset of increased pain, new sensory changes and weakness noted in both legs. An intraspinal mass was noted on MRI performed in 2001. The pt underwent excision of the mass as well as explantation of the pump and catheter. The inflammatory mass was adherent to the dura and easily dissected from the spinal cord. The pathology report was consistent with granuloma. The pt is improved, although still has paresthesias in legs.